Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was not powering on. The medical surveillance specialist spoke with the patient ten days later, and obtained the following information. The patient reported that the alleged power issue began on the late evening of ten days prior to original date. The patient stated that she generally takes 60 units of n insulin and 20 units of regular insulin twice a day (morning and supper) and makes adjustments according to a sliding scale. As a result of not being able to test her blood glucose, the patient claimed she took 40 units of n insulin instead of her usual dose of 60 units. Sometimes after the alleged issue began, the patient stated that she developed blurred vision; a symptom she associated with a high glucose. Despite the symptom, the patient claimed she did not treat herself or receive medical intervention to treat the symptom. The patient reported that her blood glucose was running in the "400 mg/dl" range when she obtained the replacement meter. It was only after she knew what her blood glucose level was, that she adjusted her insulin based on the meter reading. At the time of troubleshooting, the cca noted that the patient replaced the subject meter's batteries as recommended in the owner's booklet; however, the issue remained unresolved. Replacement products were seen to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.